Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had reservoirs that leaked past both o-rings and out the bottom of the reservoir. The customer stated that she noticed the leak when she was trying to tap out an air bubble and saw the insulin dripping out past the o-rings. The customer also stated that as a result, her blood glucose levels were over 400 mg/dl, but that she has since filled a new reservoir and treated herself for high blood glucose levels. The customer then stated that the o-rings did not look distorted. Nothing further was reported.